Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) clearlink continu-flo solution sets leaked fluid when connected to IV cannulas this event occurred during use of the device. It was further reported the IV was primed with saline. There was no patient injury or medical intervention associated with these events. No additional information is available.